Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: the customer complained on 3 tubes which were found with a curve.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: the customer complained on (B)(4) tubes which were found with a curve.